Manufacturer narrative:
Findings: unit unable to prime during the prime (a33) test and motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. (B)(4). (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a motor error. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.